Event description:
Caller reported that the t:slim x2 pump battery would not charge unless the cable and pump were positioned strategically. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump and advised the caller to complete training before using the new pump. The caller understood the instructions, agreed to return the problematic pump, and would use multiple daily injections as backup therapy until the replacement pump arrived.